Event description:
Reporter alleged obtaining discrepant blood glucose results of 12 mg/dl back to back with a result of 118 mg/dl when testing was performed less than 10 minutes apart on the active s system. Reporter is the customer's non-diabetic wife and she indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.